Manufacturer narrative:
During troubleshooting via telephone, it was discovered the input was set to video incorrectly on the monitor. To resolve the issue the input was changed to serial digital interface (sdi); the image is now normal. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that during inspection before use there was no image from the high definition liquid crystal display monitor. No patient injury or harm was reported.

Event description:
Received additional information from the initial reporter stating that the procedure was completed using the same equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was incorrect input settings. The root cause of why settings were input incorrectly could not be identified. The following instructions found in the device instruction manual could prevent the event: "6.1 troubleshooting guide malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal." Olympus will continue to monitor field performance for this device.